Event description:
During ureteroscopic case involving retrieving a stone, the stone extractor broke while surgeon was attempting to retrieve ureteral stone. It appears to flip on itself and broke. The piece of the basket that catches the stone broke off in the ureter and was retrieved without any patient harm.